Manufacturer narrative:
(B) (4).

Event description:
No recharge coupling bars darkened the first time the patient tried to recharge the implantable neurostimulator. The device was confirmed by x-ray to be flipped in the pocket. There were no telemetry issues with the patient or physician programmer. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.